Manufacturer narrative:
Insulin pump passed the displacement test and active current measurement. However, insulin pump failed the sleep current measurement and confirmed power error due to connector resistance issue.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm. Customer¿s blood glucose level was unknown. Insulin pump will be returned for analysis.